Manufacturer narrative:
H6- preliminary device analysis was not available on the date of this report. A follow up report will be sent when device analysis is complete.

Event description:
Hcp in another country reports a catheter breaking during the implant process. The hcp reports during the catheter insertion, the guidewire went slightly out of the catheter and when the hcp tried to reinsert the guidewire, the catheter was broken. There was no injury to the patient. The device was returned to the manufacturer for analysis.